Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Gtin not available.

Event description:
Patient was revised to address pain, implant wear of insert and tibial tray. Metallosis was found due the worn poly causing the tray and femoral components to rub together.

Manufacturer narrative:
No device associated with this report was received for examination. Patient medical records and x-rays were provided and reviewed. Review of the x-rays confirmed the knee in varus with complete loss of medial poly with metal on metal medially. Metabolic disorders also tend to adversely affect the fixation system. It is not known to what extent, if any, the patient¿s diabetes mellitus, obesity and other co-morbidities contributed to the reported events. It cannot be determined that the implants contributed to the reported events a worldwide complaint database search found no additional related reports against the provided product code/lot code combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. No evidence was found indicating product error was a contributing factor to the reported event and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 12/2/2016: medical records received. After review of the medical records for MDR reportability, there is no new information that would change the existing MDR decision.